Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
(D10) concomitant devices: 140-36-52 - nv ehxl ntrl lnr g2 36mm: 6109021 160-01-17 - pf stem tapered plasma ext offset sz 17: 5683759 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: 6209630 186-01-54 - integrip cc, cluster 54mm, g2 6005054 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced excessive hip pain on lateral side of the hip down to knee and can be severe, at times. As a result, approximately 4.5 years after initial replacement, the patient underwent a steroid injection; and was prescribed stretching exercises for it band and a topical diclofenac. Patient is to follow-up in 6 weeks. No further impact to the patient was reported. No other information is available.